Manufacturer narrative:
E1: (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. On 31-jul-2024, it was reported that the patient faced infusion set cannula was crimped, which cause the patient's blood glucose levels was elevated to high, therefore patient had received manual syringe of insulin. The patient also reported that the insulin flow block occurs on same day. No further information available.